Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this female patient's left knee was revised 7.5 years post op initial tka. Reason for the revision was not reported.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The following sections have corrected information: (b5) describe event or problem: it was reported by legal, that this female patient's left knee was revised 7.5 years post op initial tka. Reason for the revision was not reported. No additional information.

Event description:
It was reported by legal, that this female patient's left knee was revised 7.5 years post op initial tka. Reason for the revision was not reported. No additional information.

Manufacturer narrative:
Pending new investigation.

Event description:
Additional information revision operative report of 12 apr 2022 preoperative diagnosis: left knee failed total knee replacement; left knee polyethylene wear. The patient presents with an unstable left knee replacement. The patient was noted to have polyethylene wear asymmetrically. There was extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. The femoral component was tested and noted to be well fixed. There was no evidence of infection grossly although multiple specimens were sent to pathology. The tibia was noted to be well fixed when tested. The patella was noted to be well fixed, but there was some scar tissue around it that was removed. Dressings were applied. The patient was transferred to the recovery room in stable condition. Post-operative plan: the patient will be discharged home from the hospital when comfortable and have met all physical therapy goals. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.